Manufacturer narrative:
The event of "capsular contracture baker grade unknown " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported for unknown side ¿upper breast was bulging out and capsular contracture occurred¿. The device remains implanted.